Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 18 mg/dl; cause was due to customer administering a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. Customer consumed carbohydrates to address bg level. The customer was admitted into the emergency room and treated with a dextrose drink and coca cola. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.